Manufacturer narrative:
Siemens filed the initial MDR 2432235-2024-00202 on 06-sep-2024. Additional information (05-sep-2024): siemens further evaluated the event and ruled out reagent issues based on review of quality control (qc), which recovered acceptably. Siemens determined that an instrument malfunction, which was addressed with the service activities mentioned in the initial report, potentially contributed to the falsely elevated concentrated carbon dioxide (co2_c) results. The investigation conclusions code in h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely elevated concentrated carbon dioxide (co2_c) results were obtained on five patient samples on the advia 1800 analyzer. The initial results were not reported to the physician(s). The samples were auto repeated on the original instrument. The auto-repeat results recovered lower than the initial results. The auto-repeat results were reported as the correct results to the physician(s). There is no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated concentrated carbon dioxide (co2_c) results were obtained on five patient samples on an advia 1800 analyzer. Quality control (qc) and calibration were within ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument, performed a total service call and decontaminated the instrument. Siemens requested for the customer to run qc. Further, the cse replaced the water filled main degasser, ran prime 3 and wash 3, performed system check, reviewed reaction curves, cleaned a valve, replaced dilution reaction tray wash up down unit (dwud) nozzle 1, verified probe and mixer alignments, cleaned and rebuilt vertical pumps, cleaned and aligned reaction tray wash up down unit (wud)/dwud nozzles, performed wash 2 and ran calibrations and qc, which recovered within acceptable ranges. Siemens evaluated the event and ruled out reagent issues based on review of qc, which recovered within acceptable ranges. The cause of the falsely elevated co2_c results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.